Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis, and it was returned partially deployed, with the nosecone covered. The reported event of stent failure to deploy was confirmed. Additionally, the axios slider was in position 1.5 and some resistance was felt. A kink was also observed near the luer. During attempted deployment resistance was again felt but the inner sheath retracted. Measurement was taken from the distal end of the black marker to the shoulder of the nosecone, as well as a measurement of the handle following the deployment attempt. After continuing with the deployment testing, resistance was felt and the first flange deployed but expansion issues were found. Although the stent successfully deployed, expansion remained slow. The flanges expanded but not the saddle. Furthermore, the stent seemed twisted and covered of tissue. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the issue found during evaluation was most likely procedural factors such as lesion characteristics, handling of the device, or the technique used by the physician, that could have resulted in the damage encountered in the device. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause linked to device but unable to trace more specifically. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, when attempting to deploy the first flange, it was not possible. Additional attempts were made to resolve the issue, including moving the delivery system, but deployment remained unsuccessful. The procedure was completed by replacing and using another of the same device but different size using the original puncture site. There were no patient complications reported as a result of this event.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-06002 and 3005099803-2025-06004 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, when attempting to deploy the first flange, it was not possible. Additional attempts were made to resolve the issue, including moving the delivery system, but deployment remained unsuccessful. The procedure was completed by replacing and using another of the same device but different size using the original puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: the axios stent and electrocautery enhanced delivery system were not returned for analysis; therefore, a technical analysis could not be performed. Based on the information available and without proper evaluation of the device, there is not enough evidence to determine whether the reported event of stent failure to deploy was due to the physician's manipulation of the device during the procedure, or whether it was related to a device malfunction. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-06004 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, when attempting to deploy the first flange, it was not possible. Additional attempts were made to resolve the issue, including moving the delivery system, but deployment remained unsuccessful. The procedure was completed by replacing and using another of the same device but different size using the original puncture site. There were no patient complications reported as a result of this event.